Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarm noted and rewind functioned properly during testing. The motor was tested outside of the device and passed. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had detected movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. The alarm happened three times. The insulin pump will be returning for analysis.